Event description:
During feeder occlusion of the external carotid artery, the physician reported having experienced jamming when trying to deploy some coils. The first non boston scientific 2 mm x 1 cm coil was successfully deployed, however the second non boston scientific coil of the same size jammed at the catheter hub (subject device). The physician removed the coil and made another attempt to deploy a gdc 10 ultrasoft 2 mm x 1 cm coil that also jammed at the hub. Further info requested and received has found that the physician maintained continuous flush through out the procedure. The patient was reported to be in good condition.

Manufacturer narrative:
The device was returned for investigation, upon initial analysis, it was discovered that the inner lining of the catheter had become detached from the outer wall, making this a reportable event. Therefore, further analysis of this device is being conducted.